Event description:
It was reported that the patient received two inappropriate shocks due to t-wave oversensing on the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.